Manufacturer narrative:
One cadd-prizm® vip system was returned for analysis in good condition. The device history log was reviewed and noted that an upstream occlusion was detected following a clinical bolus on start up. Upstream occlusion test was performed, new cassette attached to pump, ran customer's program with issues. The complaint was unable to be duplicated. Signs of fluid ingression were noted with the pump which leads to "alarms up inclusion intermittent" error. Based on the evidence, the complaint was found to be from fluid ingression which was caused by upstream occlusion sensor and was also noted to be user induced. User issue is a result of the customer interfacing with the product in a manner inconsistent with the instructions for use (IFU); user interface can lead to improper cleaning of the pump. The root cause was fluid ingression as a result of the use of device in a manner that is inconsistent with the operators manual / IFU.

Event description:
Information was received indicating that an upstream occlusion alarm occurred to a smiths medical cadd-prizm® vip system following a clinical bolus. No adverse effects were reported.